Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the housing disassembled after sterilization process at user facility, it fractured and the top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing disassembled as it fractured/detached from the top housing, was confirmed. The service technician observed that the outer contact assembly was missing off the housing. No other symptom failures were found. An aseptic housing top failure mode was determined. Device was placed in parts retention.

Event description:
It was reported that the housing disassembled after sterilization process at user facility. It fractured and the top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.